Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported cannula was blocked during cataract procedure. There was no patient harm reported.

Manufacturer narrative:
Manufacturer report number corrected and reported under 2523835-2023-00051. No further reports will be scheduled under mfg report number. 1644019-2022-00759. The manufacturer internal reference number is: (B)(4).